Event description:
It was reported the device will not power up. It was noted the metal battery contact seems broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the battery contacts were out of specification. It was also noted that the lower case was broken, the battery drawer was broken, and the side bail covers were contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.